Manufacturer narrative:
Date of event was reported with multiple time frames: turning off device due to diarrhea = (B)(6) 2018; por message = a couple of days ago ((B)(6) 2018). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power-on-reset (por) warning message on the programmer. It was noted the patient was in the hospital from (B)(6) 2018 with pneumonia ¿and died on the table¿. It was also reported that they had recent medical testing/ (or emi exposure) noted as ¿different testing¿ in the hospital. It was confirmed by the patient that the hospitalization was not related to the implanted device/therapy. The patient stated that they had turned the implantable neurostimulator (ins) off a week prior to going to the hospital because they were having diarrhea. They were told by their healthcare professional (hcp) to turn the therapy off to see if it would stop diarrhea. The patient was redirected to their hcp for the issue but they currently did not have a managing physician for the device as they had moved. They were provided with physician in their area. There were no further complications reported or anticipated.